Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient&#38112;condition was stable post procedure.